Event description:
Customer called to report she did not believe her pod was working. Customer stated that she activated the pod at 1:20 p.m. Customer stated the cannula was inserted correctly and the site looked normal. Her blood glucose levels ranged between 172-500 mg/dl over the 8 hours she wore this pod. She took this pod off and started a new one successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.